Event description:
A malfunction was reported by the customer, identified by the code malf 0, which was not resettable. The customer's blood glucose level was measured at 151.2 mg/dl., indicating no adverse impact. Tandem technical support arranged to replace the pump, confirmed the shipping address, and provided instructions for returning the defective pump. The customer understood the instructions and planned to use multiple daily injections (mdi) as a backup insulin therapy.